Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ gel bleed: unable to observe since it is not related to the device. Additional observations: ¿ crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "sm amount of stickiness." Healthcare professional additionally reported gi concerns not related to the device. Device has been explanted.

Event description:
Healthcare professional reported left side "sm amount of stickiness." Healthcare professional additionally reported gi concerns not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.